Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump shut off unexpectedly. There was no impact to the customer¿s blood glucose. During troubleshooting with tandem technical support, the customer was instructed to charge the pump up to 100%. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.